Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.

Event description:
It was reported the left monitor would fade out. No patient injury was reported.